Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient felt shocking from the implant that started last thursday and wanted to completely turned off the therapy. The patient mentioned they had a visit to the ER last sunday for the shocking sensation and they were given morphine. The patient thought that having their ER visit contributed with the stopping of the shocking sensation. Their family relative used the programmer to turn the therapy off but encountered a por message. The agent reviewed the possible causes of por. The patient was redirected to their healthcare provider to further address the issue to clear the por and possible discussion of explanation. Caller also reported patient has not actively used the therapy since the couple of years following the implant because they did not have desired therapeutic effect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.